Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01424 and # 9616099-2007-01425.

Event description:
The report received from the affiliated indicated that during an interventional procedure, a cypher 3.5 x 18 mm stent was delivered to the proximal left anterior descending (lad) target lesion by direct stenting. The lesion was reported to be: slightly calcified, slightly tortuous, and a 90% stenosis. The stent delivery system (sds) balloon did not inflate. The sds was removed and the balloon was noted to be ruptured at the proximal balloon seal area. A cypher 3.0 x 18 mm stent was delivered to the target lesion. The sds balloon for this stent did not inflate either, and was found to be ruptured at the proximal seal area. A taxus stent - size unknown, was implanted to treat the lesion/patient. There was no reported patient injury. No additional information was available. The physician's comment was that there was no friction during the delivery of the sds to the target lesion. He doubts the cypher's product defect and wants analysis of the two products.